Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited a dislodgement. The lead was repositioned on (B)(6) 2026. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD)'s set screw exhibited a break and could not be tightened. The ICD was explanted and replaced. The patient was in stable condition.